Manufacturer narrative:
Batch review performed on 08 august 2025 anatomical shoulder system 04.01.0184 short humeral diaphysis - cementless - 11 (k180089) lot. 1906554: 12 items manufactured and released on 11 sept 2019. Expiration date: 28 august 2024. No anomalies were found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional devices also revised: anatomical shoulder system 04.01.0039 humeral anatomical metaphysis - cementless - 128° - 11 (k170910) lot. 1710050: 80 items manufactured and released on 24 may 2018. Expiration date: 13 may 2023. No anomalies were found related to the problem. To date, 17 items of the same lot have been sold with no similar reported event during the period of review. Anatomical shoulder system 04.01.0089 double eccenter (k170910) lot. 1905791: 108 items manufactured and released on 22 oct 2019. Expiration date: 07 oct 2024. No anomalies were found related to the problem. To date, 105 items of the same lot have been sold with no similar reported event during the period of review. Anatomical shoulder system 04.01.0093 metal humeral head ø46 (k170910) lot. 1908187: 52 items manufactured and released on 12 feb 2020. Expiration date: 02 feb 2020. No anomalies were found related to the problem. To date, 49 items of the same lot have been sold with no similar reported event during the period of review. Anatomical shoulder system 04.01.0131 hc pegged glenoid ø46 (k170910) lot. 184443: 53 items manufactured and released on 12 feb 2020. Expiration date: 27 jan 2024. No anomalies were found related to the problem. To date, 42 items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
After 4 years and 11 years, the patient came in due to signs of an infection, and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.